Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of an amia automated pd cycler set was off of the patient line and loose in the packaging. This was observed when the patient opened the package prior to peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The customer returned a sample with lot h20k21034 for evaluation. A visual inspection with the naked eye noted a green pull ring cap dislodged from the patient luer connector inside the unopened pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was performed for received lot h20k21034 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.